Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Evaluated 1 open/used reservoir (no clear liquid inside barrel) transfer guard not returned. A visual inspection was performed using appendix d; checked o-rings and stopper groove for defects and none was found. Using a new lab transfer guard, performed pre-fill test appendix c. And found a damaged septum was found (physical damage). According to (B)(4). Conclusion: cannot perform pre-fill test due to found septum damage. Unable to pre-fill. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported pump error 35 (a broken force sensor was detected during seating or regular delivery), open-book image, buttons were unresponsive, the pump was exposed to moisture, a leak in the reservoir and an issue with software. The blood glucose value at the time of the event was 273 mg/dl. The customer was treated with an insulin pen. The event involved product(s) mmt-1884, mmt-78893-01, mmt-431ag, mmt-332a, mmt-6102. Troubleshooting was performed for a critical pump error, and the customer found no damage to the pump. Troubleshooting was performed for fluid in the pump, and the customer found that the fluid was under the reservoir compartment. Troubleshooting was performed for the reservoir leak, and the customer reported that the leak was in the past 2nd o-ring. Troubleshooting was performed for display issues, and the customer reported that there was no damage to the battery cap contacts or compartment springs. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was partially performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-78893-01. No product return is required for mmt-431ag. No product return is required for mmt-332a. No product return is required for mmt-6102.